Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive alinity I total b-hcg for one patient. The following data was provided: sid (B)(6), initial result= 4473.10 miu/ml (positive); repeat results= <2.3 miu/ml (negative) and 3.02 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 57583ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 57583ud00 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with the lot number 57583ud00 and complaint issue. The overall performance of alinity I total b-hcg reagent was reviewed using field data from customers worldwide. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent for lot number 57583ud00 was identified.

Event description:
The customer reported false positive alinity I total b-hcg for one patient. The following data was provided: sid (B)(6), initial result= 4473.10 miu/ml (positive); repeat results= <2.3 miu/ml (negative) and 3.02 miu/ml (negative) there was no impact to patient management reported.